Event description:
Patient back to operating room for removal of failed hardware in right femur. The two broken screws were removed and sent to pathology. Original procedure was for retrograde im nail implant to address right femur fracture.